Event description:
It is reported that a customer experienced high blood glucose of 495 mg/dl. The customer was treated for the high blood glucose with a basal and bolus. The customer was informed that there could be many reasons for high blood glucose. The customer declined trouble shooting the issue. The customer was assisted with delivering an 8.6 unit bolus. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.